Manufacturer narrative:
(B)(6). (B)(4). Device evaluation: the complaint device was not returned to the manufacturer for evaluation as it remains implanted in the patient's eye. Therefore, no returned product testing was performed. The lens' serial number is unknown therefore a manufacturing record review could not be performed. A global quality management system (gqms) search was performed. The review results did not identify any exception reports (ER) or non conformance reports (ncr). A product family complaint history review was performed and no product deficiency was identified. A review of the directions for use was conducted. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on investigation results, reported complaint was not confirmed. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) had deposits after implantation in the eye. The lens was rotated so that the view is not obstructed. Reportedly, when removing the lens from the package, it was clear. This has been observed on three lenses of the same model. No serial numbers were provided. No additional information has been provided. This is report 3 of 3.